Event description:
This sheath was used during implant on (B)(6) 2018. In a product experience report received on (B)(6) 2018 it was stated when the sheath was inserted the vessel was tortuous and sheath tip got flattened and it became unusable. The physician was unknown at (B)(6) hospital in (B)(6), japan. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).